Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue. Device disassembled for further testing and found a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Probe pretested fine. Ran helium for 60 seconds and froze to -151 during pretest. Probe was placed and began freezing. Within a few seconds frost began appearing on entire probe. Stopped freezing and replaced with a new probe. Probe was slightly bent when returned to me, I believe from hitting a rib during placement.